Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator helmer screen reboot loop. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator was stuck in a reboot loop, preventing the temperature from displaying and causing the station to be unrecoverable when connected. A field service engineer replaced the display and verified the settings on the helmer refrigerator to resolve the issue. The system functioned as intended after the field service engineer repaired the device.